Event description:
Nurse reported customer's advantage system result of 342 mg/dl and inform system 91 mg/dl within 10 minutes. Nurse reported no customer symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the advantage system, replacement was sent.